Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges leaked. Additionally, a cartridge detection notification occurred. A cartridge change was performed to resolve the issues. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.